Event description:
The customer reported the sys would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The lemo connector was repaired during the svc call. The system was tested and found to be working as intended and placed back into svc.